Event description:
The customer alleged no audible alarm. The customer's biomed department inspected the device and could not duplicate the alleged event. The unit passed extended self testing. As a precaution, the batteries and power switch were replaced. The no audible alarm condition was not verified by the customer, and no malfunction may have occurred. The reporter did not know what the vent was visually alarming for initially. There was no patient injury or change in therapy as a result of the reported malfunction.